Event description:
The customer reported that her insulin pump has been replaced three times and she kept getting a lot of no delivery alarms. The blood glucose reading was 81mg/dl. While troubleshooting the device, the customer mentioned being in the emergency room due to diabetes ketoacidosis and she was treated with an insulin drip. Assisted the customer to run a manual prime test and the insulin did exit. The time, date, basal rates, and bolus wizard settings were correct. The customer called back when the tubing clamp arrives. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.